Event description:
The patient reported exposed and frayed wires on the power supply cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The reported event that the "power supply cord was frayed" was confirmed. During initial testing, it was determined that while the power cord was functioning properly, the power supply was not able to hold power due to frayed and exposing wires. The source of the reported issue was determined to be frayed and exposed wires on the power supply cable. Review of the device history record was not possible as the lot number for power supply is not applicable.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.